Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery does not charge. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer delivered a food bolus and ended up eating too many carbohydrates. Customer address high bg with a manual injection. The customer reverted to manual injections for insulin therapy.